Event description:
Hmsc reported pacing impedance < 200 ohm and hv impedance >150 ohm. No noise observed during office check on (B)(6) 2026. Further measurements of shock pathway showed rv > can is normal range and rv > svc out of range. Data to be presented to physician for next steps. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.